Manufacturer narrative:
The reporter has declined to provide allergan further information regarding event, product, or patient details.

Event description:
Healthcare professional reported a xen®45 gts event described as "a pigmented blockage at the subconjunctival tip of the [stent]" in unknown eye. The tip of the stent was truncated during needling. Events resolved. Device remains implanted.